Event description:
Defibrillator (ICD) displayed a 'not available' message when an interrogation attempt was made. It was also reported that an erroneous date was noted for the date of the 'last shock delivered.' Guidant rec'd this device back for analysis in 2003.

Event description:
Event description guidant received info that the implantable cardioverter defibrillator (ICD) displayed a 'not available' message when an interrogation attempt was made. It was also reported that an erroneous date was noted for the date of the 'last shock delivered.' Guidant received this device back for analysis in 12/2003.